Manufacturer narrative:
It was reported that there was a large amount of air in the IV tubing. Received one used primary set model 2420-0007, lot unknown. The set was spiked to one 1000ml baxter bag (lot y344487, exp (B)(6) 21, 0.9% sodium chloride), one alcohol cap on the distal smartsite, and one non-bd secondary set spiked to one empty 50ml critical care bag (lot 00070, exp (B)(6) 2023, magnesium sulfate in water). The device pump and pcu that were in use at the time of the customer event were not returned for investigation. The set was visually inspected for kinks, incomplete bonding engagements, holes/ tears in the tubing or damages to the components. Clear fluid and air boluses were observed within the tubing throughout the set. No anomalies were or evidence of damages were observed during initial visual inspection. Functional testing was performed by attaching the secondary set to one lab IV bag filled with blue dye water and allowing the sets to reprime via gravity. One 18g cannula was attached to the set¿s male luer. The set reprimed successfully and no signs of air entering the line, leaks, or any issues were observed. The set was then loaded into a lab pump module with device settings for air bolus limited set to 250 l and for accumulated air enabled. An infusion rate was not provided, therefore the primary infusion was programmed at a rate of 125ml/h and vtbi of 125ml. The infusion completed with no alarms or any air-in-line issues. No air boluses were observed throughout the set. Equipment used (measurement and testing performed on (B)(6) 2020. 8015 alaris pcu 1.5, eq08330, calibration due date: (B)(6) 2021. 8100 alaris system lvp, eq08327, calibration due date: (B)(6) 2020. A device history record could not be performed due to no lot number was provided by the customer. The customer¿s report that there was a large amount of air in the IV tubing was not confirmed. The root cause of the customer¿s experience was not identified because no air-in-line errors or visual air-in-line bolus¿s were replicated during functional testing. H3 other text : see h10.

Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free had air in the IV tubing. The following information was provided by the initial reporter: material no 2420-0007 , batch no unknown. It was reported that the patient noticed a large amount of air in the IV tubing. Pt noticed large amount of air in IV tubing below pump. Pt clamped own central line and notified staff. Pt assessed, stable at present, and team notified. Tubing placed in bag and placed in unit director's mailbox for further evaluation. IV pump did not alarm at all to alert for any air. Pump red tagged and placed in soiled utility. No harm to patient.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free had air in the IV tubing. The following information was provided by the initial reporter: material no.: 2420-0007. Batch no.: unknown. It was reported that the patient noticed a large amount of air in the IV tubing. Pt noticed large amount of air in IV tubing below pump. Pt clamped own central line and notified staff. Pt assessed, stable at present, and team notified. Tubing placed in bag and placed in unit director's mailbox for further evaluation. IV pump did not alarm at all to alert for any air. Pump red tagged and placed in soiled utility. No harm to patient.